Manufacturer narrative:
One open/unused list #011-h1267, 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro was received and visually inspected. As received no visible damage or anomalies were observed. The set appeared to be unused. No mating devices were returned. The set was leak tested according to product performance specifications. No leakage, air bubbles, or disconnections were observed. The reported complaint could not be replicated or confirmed as the actual used sample was not tested. D9 - date returned to mfg 31-mar-2021.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro that disconnected at the secondary line, leading to the presence of air bubbles in the infuser and a leak of an unspecified chemotherapy during infusion. There was patient involvement and no clinical consequence noted for a patient or operator. There was no delay in therapy because the infusion continued and no need for medical intervention.